Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07oct2020.

Event description:
The biomed is reporting the unit is displaying a diagnostic code 1105 led alarm failed. The customer contacted product support and was recommended ordering and replacing power switch overlay. The customer reported that the unit was not in use on a patient. The issue was discovered during setup. The customer reported that replacing the power switch overlay corrected the issue.